Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they had experienced one more similar tubing leak from the ivac closure (presumed to be the accuslide flow regulator). There was no report of patient harm.